Manufacturer narrative:
The allegation of high impedance was confirmed. Microscopic visual inspection and x-ray inspection revealed one wire broken at approximately 24cm from the stimulation end leading to high impedance on channel 3. Setscrew marks were seen on the terminal block electrode at the terminal end. Examination of the lead showed a broken wire that lead to high impedance on channel 3. The root cause of the break is unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue.